Event description:
Boston scientific received information that this patient's home monitoring system detected a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. The patient was seen in clinic and due to the alert. The low shock lead impedance triggering the alert was 4 ohms. All other shock lead impedances were stable at around 50s, including those done in the clinic. Boston scientific technical services (ts) discussed further troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. Additional information was received that isometric testing was done and no oor measurements were noted. Th plan was to continue to monitor.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.